Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited a gradual increase in shock impedance measurements from 100 ohms to high out of range shock impedance measurements greater than 125 ohms. The remote home monitoring shock impedance alert value was increased to 150 ohms and monitoring will be continued. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.